Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a consumer's sister in the united states on (B)(6) 2015 which refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted on an unspecified date. She wanted to know what was the procedure of taking the essure out of someone's body because essure was almost killing her sister. She was asking what can they do to get that removed before she hemorrhages to death. She was in the hospital, hemorrhaging from the coil shards blistering into her body. She stated that her sister was about to die because of the procedure. She was going to sue the company for whatever they're worth especially if her sister dies. It was cutting her inside. The coil has rested inside her sister, it has migrated and splintered. She has metal shards, it's killing her. It was reported that the adverse event was ongoing. No further information was provided. (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, outer catheter, the inner catheter, and all parts within the handle assembly to confirm that all parts are accounted for. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We were unable to confirm any quality defect or device malfunction at this time. The possibility of the micro-insert breaking during the procedure is an anticipated event. Medical assessment: this ptc was initiated due to a reported product quality issue. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. The reported adverse events are not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow-up information received on 26-jun-2015: consumer's sister decline to provide consumer's contact and any follow-up information. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced hemorrhaging from the coil shards blistering into her body (seen as pelvic hemorrhage). It was cutting her inside (seen as pelvic organ injury) and the coil has rested inside, it has migrated (seen as device dislocation) and splintered (seen as device breakage). This event pelvic hemorrhage is serious due to hospitalization and life-threatening (as reported), and is unlisted in the reference safety information for essure. Pelvic organ injury is serious due to medical importance and unlisted. Device dislocation is serious due to medical importance and listed. Device breakage is non-serious and listed according to technical analysis. In this case, it was not reported whether consumer will undergo a surgery in order to remove essure. Although it was unknown whether the events occurred during essure insertion procedure, a causal relationship between the events and suspect insert cannot be excluded. Since consumer was hospitalized, this case was regarded as incident. The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Consumer was going to sue the company, therefore, further information will be obtained through the normal litigation process.